Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the device was used to complete a tevar procedure. When withdrawing the device after the procedure the tip detached from the rest of the catheter. The detached portion was found within the sheath and removed with the sheath from the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found no similar complaints for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.